Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article abstract entitled, ¿results of acetabular wiremesh and autograft in protrusio acetabuli¿ by g. Figueras coll, et al, published by hip international (2008), vol. 18, no. 1, pp. 23-28, was reviewed. The purpose of this article was to report the author¿s results of 25 acetabular reconstructions performed between 1990 and 2005 with autogenous morselized bone graft and acetabular wiremesh due to acetabular bone stock loss. There were 25 hips included in this study. 20 hips were index thas. In the remaining 5 cases, 3 were revisions of competitor prostheses and 2 were revisions of charnley thas including a polyethylene cups cemented with competitor cement, a cementless charnley stem, and a depuy femoral head. The revisions were performed due to aseptic loosening of an unspecified component. Implanted depuy products: all 25 hips included in this study were charnley polyethylene cups cemented with competitor cement, a depuy femoral head, and a cementless charnley stem. Results: 4 deep vein thrombi- treatment unknown. 3 postoperative dislocations- treatment unknown. 3 cases of superficial wound infections treated with oral antibiotics . An unspecified number of radiographically identified asymptomatic heterotopic ossification- no treatment required. 1 case of radiolucent lines greater than 2-mm- no treatment required. Captured in this complaint: revision one: 2 charnley stems: implant loosening, inadequate osseointegration, surgical intervention, medical device removal. The charnley cup was implanted with competitor cement. There is insufficient information within the text of the article to attribute the loosening to the cup that cemented with competitor cement. Implants included in this study: charnley stem: no reported product problem. Charnley cup and femoral head: implant dislocation. Patient harms: joint dislocation, infection, extraskeletal ossification. "